Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: brown particles in shell. The leak test and microscopic analysis was performed which identified: the device is intact and functional. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: device intact and functional. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare provider reported unknown side capsular contracture baker grade iii and "textured implants". The devices have been explanted and replaced.